Manufacturer narrative:
Concomitant products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v017110, product type: lead. Product ID: 3387s-40, lot# v038151, product type: lead. (B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient had been falling a lot in the past 2 years and they were concerned with leads fracturing. They seemed to be hitting that area more than the collar bone area. They wanted to move the leads because of the falls fracturing. Further follow-up was being conducted to determine if their managing physician had been notified, what the circumstances were that led to the falls, and what steps were taken to resolve the falling. If additional information is received, a follow-up report will be submitted.